Event description:
It was reported that the lead was explanted due to dislodgement and capture anomaly.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was further reported that the patient presented for the index procedure with a non-st myocardial infarction and that the target vessel had a reference vessel diameter of 3.0mm. 2 days post index procedure, the patient developed chest pain that was not relieved medically. ECG showed mild st elevation in v1 and follow up ECG revealed significant st elevation in v1-v3. Subsequent angiography revealed thrombus in the previously placed stent. The thrombus extended into the left main coronary artery. An attempt was made to treat the thrombus using thrombectomy. However, residual clot remained and the subject was referred for emergent coronary artery bypass x3 surgery including left internal mammary artery graft to the lad, reverse saphenous vein graft to the obtuse marginal and right coronary artery. The patient was discharged on aspirin 11 days after the onset of the event.